Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The eccentric shaped, 50mm in length, de novo target lesion was located in the severely tortuous and mildly calcified, 4mm in diameter left main, left circumflex (lcx) and ramus. A 0.014 non-bsc guide wire was positioned in the lcx in order to have better support and preparation of the lesion was completed at the ostium of the lcx in order to have an easy stent implantation. Multiple inflations were performed; however, the physicians noticed a decrease in vessel flow due to the aggravation and the severity of the lesion in the left main. The physician decided to treat the lesion in left main by deployment of this 4.00x20mm promus element stent delivery system (sds) the stent was positioned starting from the ostium of the left main. Then, the physician deployed another promus element sds in the lcx artery in order to cover the second segment of the lesion, but while crossing the lesion the physician felt resistance, an angiogram revealed higher radiopacity at the proximal edge of the previously implanted stent. After some attempts of crossing the lesion, the physician was able to position the stent in the distal portion. The physician attempted covered the gap between the 2 previously deployed stents; however, resistance was met and the angiogram revealed severe stent deformation. The procedure was completed with deployment of promus element sds. It was further reported that the promus element sds that was placed in the lcx was well positioned and apposed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).